Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The results from the emergency ward were in the expected range. The data files have been requested for investigation. The customer stated that the issue was resolved by replacing the wash and measurement cartridges. The cause of the event is unknown.

Event description:
The customer reported discrepant pco2 results when run on two different rp 500 analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The pco2 sensor was unstable over its use life. Several d2 drift errors and d3 slope errors were displayed over the 1.5 days it was on the system. The sensor's instability contributed to the discrepant results.